Event description:
Pt status post acdf level c3-c6 plate and screw implantation returned to surgeon for post op visit. An x-ray showed one screw backing out of the plate. Surgeon is not removing the hardware at this time and will monitor the pt. This is one of two reports for this event.

Manufacturer narrative:
Additional info has been requested. Subject device was not explanted. Synthes is unable to provide the MFR, PMA/510k number and/or the mfg date as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn as no product was returned and no lot number was provided. Without a lot number a device history record review could not be requested.